Event description:
It was reported that the unspecified bd maxplus¿ needleless connector leaked during use. The following information was provided by the initial reporter: "in this particular instance we were soliciting some inputs on the new project/product. During that discussion two nurses provided feedback regarding certain failures on the maxzero and maxplus bd product. Are you able to describe what is the failures reported by nurse? Nurse stated that maxplus ¿splatters¿ all the time."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), has been used as a default. Device manufacture date: unknown. Investigation summary no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.